Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that, after a knee surgery had been performed a year ago, the patient experienced pain. Images were taken and it was found that the engage tibial anchor stem sz 3-4 fractured and the engage porous tibial tray sz 4-lt med subsided. This adverse event was solved by revision surgery on (B)(6) sep, in which the components were removed and a primary knee was implanted with tjo. It is unknown the current health status of patient.

Manufacturer narrative:
H6 (clinical codes).

Manufacturer narrative:
B2: outcomes attributed to adverse event. Section h3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, contributing clinical factors could not be definitively concluded. The patient impact beyond the reported incidental finding of an asymptomatic tibial baseplate subsidence a year prior to the onset of pain along with finding of a fractured anchor and increased baseplate subsidence cannot be determined. Device batch number were not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history based on the historical data revealed similar previous events, however, no commonalities that would suggest a device deficiency were found. A review of the instructions for use documents for engage partial knee system revealed that fracture of one or more of the prosthetic components has been identified in adverse effects and complications. There is not enough data available to conclude that the overall clinical benefit outweighs the potential risk profile when compared to the state of the art. The existing data identifies a potential signal that the performance is an outlier vs the state of the art with respect to the risk for revision. In addition, a historical review concluded that no previous escalated actions for this type of issue were identified. However, as a correction action a voluntary market removal will be performed for the engage cementless partial knee system due recent complaint data that indicates that the revision rate may be trending higher than corresponding similar devices in global joint replacement registries. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include patient anatomy, abnormal loading of limb, excessive forces and/or traumatic injury. Based on this investigation, the need for corrective action may be indicated.